Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed irritation under the ECG electrodes, garment straps, and on her back described as red welts and some blistering. The patient reported that none of the blisters were open. The patient was in the hospital and her nurse applied hospital grade calizine cream. The patient reported that she uses the cream on and off while at home. The patient reported that the irritation improved after using the cream.